Event description:
It was reported that the user experienced persistent hyperglycemia after recent steroid injections while using the ilet system with a 23 in, 6 mm contact detach infusion set; the user changed a low insulin cartridge, primed until drops were observed, reconnected, and reported use of a personal prefilled cartridge before being advised not to prefill; a small bubble was partially removed from the cartridge, and information on fiasp pumpcart prefilled cartridges was provided. Symptoms included elevated blood glucose values up to 400 mg/dl on cgm and 244 mg/dl by fingerstick, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included high glucose lasting approximately 8 hours without hospitalization, professional medical intervention, or use of backup therapy or ketone testing. Investigation included telephone troubleshooting, review of infusion setup and priming, guidance on cartridge handling, and user education regarding approved prefilled cartridges. Investigation of this case revealed hyperglycemia of unclear cause with potential contributing factors including steroid use and presence of a small air bubble; the infusion site was reported as normal and the pump reconnected successfully with drops observed during fill. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.